Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial implant of this right ventricular (rv) defibrillation lead, shock impedance measurements of greater than 125 ohms were noted when painless commanded shocks were performed. These measurements were noted in triad configuration; however, measurements were normal in other shocking configurations. Defibrillation threshold (dft) testing was performed and measurements were normal in triad; therefore, the shocking vector was programmed to triad. Additional information was received which reported that during a normal device replacement procedure approximately 8.5 years later, when this lead was connected to the new device, shock impedances of greater than 200 ohms were observed. A commanded shock was performed in distal coil to can and impedances were normal. The lead remains in service and was programmed distal coil to can. No adverse patient effects were reported.